Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. The patient experienced syncope due to the rv lead noise. The rv lead was capped and replaced on (B)(6) 2025. The patient was recovering following the procedure.